Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer was treated with insulin drip. Customer had high blood glucose, attempted to bolus with pump and blood glucose continued to rise. Customer change infusion set in attempt to bring blood glucose down, but was unsuccessful. Insulin pump passed the high pressure test, working as designed. Customer removed the infusion set from the body, and cannula was bent. Advised customer to change the infusion set as directed. The blood glucose reading was 472mg/dl. Nothing further reported.